Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during a meniscus procedure, the suture of the ultra fast fix curved had a lump of wax on its end, preventing the knot suture cutter from threading. The surgeon had to pull out the anchors and start again, which caused an unnecessary disruption to the meniscus. Although it is unknown how the procedure was completed, a non-significant delay was reported.

Manufacturer narrative:
B5, event description: updated.

Event description:
It was reported that during a meniscus procedure, the suture of the ultra fast fix curved had a lump of wax on its end, preventing the knot suture cutter from threading. The surgeon had to pull out the anchors and start again, which caused an unnecessary disruption to the meniscus. The procedure was successfully completed with a non-significant delay using a back-up device. No patient complications were reported.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found no similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the assembly/packaging drawing found no clear cause of the reported complaint. There should not be a lump of wax on the suture. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.